Manufacturer narrative:
The reported inability to loosen the rv set screw was confirmed in the laboratory. Analysis found that the set screw was over-tightened during implant. The cause of the reported event was due to a stripped setscrew that occurred at implant due to over-tightening.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2021-02334. Related manufacturer reference number:2017865-2021-02333. It was reported that the patient presented for a lead revision due to right ventricular and right atrial lead dislodgement and loss of capture. During the procedure, the physician had difficulty removing the right ventricular lead from the pacemaker. The system was explanted and replaced. The patient was discharged.